Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported multiple no delivery alarms occurring. The customer's blood glucose was unknown at the time of the call. Troubleshooting found insulin was unable exit and a no delivery alarm occurred during a fixed prime. It was also found insulin did not exit and there was greater resistance than normal when attempting to use a push plunger. The customer was advised the reservoir will be replaced. The customer agreed to return the reservoir for analysis.